Event description:
Patient reported right side rupture and "swelling". Device remains implanted.

Manufacturer narrative:
Clarification to b3 date of event: partial date 2023. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture.